Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture. Healthcare professional later reported capsular contracture baker grade IV and rupture as history of breast trauma. This record is for the right side. Device was explanted.